Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose level of 57 mg/dl and was hospitalized due to high blood glucose of 512 mg/dl. The customer reported going low and then high due to the infusion sets. The customer had symptoms of ketoacidosis. The customer treat the low blood glucose level with a bolus from the insulin pump. The customer treated the high blood glucose level by going to the emergency room. The customer was admitted on (B)(6) 2017 through (B)(6) 2017. The customer was treated with intravenous insulin. The customer was wearing the insulin pump at the time of the hospitalization. The customer did not troubleshoot the issue, however states the blood glucose levels started rising after the infusion set change on (B)(6) 2017. The insulin pump will not be returned for analysis.